Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for material rupture and peeled / delaminated. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80166 pta balloon dilatation catheter allegedly experienced material rupture and peeled / delaminated. This information was received from one source. The event involved a patient with no known impact to the patient. The weight of (B)(6) year old male patient is (B)(6) lbs.